Event description:
Reporter alleged discrepant blood glucose values of 120 mg/dl back to back with a result of 106 mg/dl, when testing was performed 1 minute apart on the aviva system. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement was sent.